Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not bi-ventricular (bi-v) pacing and it was noted that the device was only pacing approximately sixty percent of the time. The crt-d remains in use. No patient complications have been reported as a result of this event.